Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The returned lal was visually inspected and the lens was found to be damaged as a result of explantation with one of the haptics was missing. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +4.0d) was explanted prior to any light treatments due to a refractive surprise post-implantation. A new lal (sn (B)(6), +9.0d) was implanted as a replacement.